Manufacturer narrative:
Issue reported under mw5070662 and did not provide customer contact information. The incident sample has not been returned. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a cesarean section using the device, the pencil tip sparked and caught fire with a small flame. The device was immediately removed from the patient vicinity, and continued to burn for approximately three seconds. The device had been in use with a generator set at 50/50 in coagulation mode. There was no patient injury.